Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus and tissue injury were unable to be determined. The reported patient effects of thrombosis/thrombus and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
This is filed to report thrombus and unspecified tissue injury. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. When the steerable guide catheter (sgc) was advanced through the septum into the left atrium, a structure was visible on the tip of the device. It was unknown whether it was a thrombus or tissue. After some time the structure could no longer be seen and was considered resolved. One mitraclip was then implanted, reducing mr to grade 1. There was no patient consequences or clinically significant delay. No additional information was provided.